Manufacturer narrative:
H3, h6 evaluation codes: updated h10 device evaluation: one (1) sample was received in used condition without original package. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination. The returned sample was inflated using a syringe and an occlusion was detected between the inflation line and pilot balloon, complaint was confirmed. Based on the analysis conducted in the sample provided the occurrence of this failure condition could be caused by manufacturing. A device history record (DHR) review showed there were no issues or nonconformance reported during the manufacture of this lot number. Notification was made to production personnel to explain the importance to adherence or following the manufacturing procedure.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer was putting air in the cuff, a strange noise was heard. No patient injury was reported.